Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prim, no delivery, and motor tests. Unable to confirm the motor error alarm. The device had scratched lcd window.

Event description:
The customer reported that the insulin pump alarmed motor error while priming. The blood glucose reading was 179mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer mentioned having a scan done on her leg about a month ago. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.